Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Evaluation was unable to reproduce the symptom of "pump failed to identify an upstream occlusion" however, the upstream sensor was identified as a failing component. The failed upstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to identify an upstream occlusion. There was no patient involvement.